Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that following the implant procedure, out of range impedance measurements greater than 3,000 ohms, high threshold measurements and loss of capture were observed on the right ventricular (rv) lead. During the revision, the high impedance measurements remained when the rv lead was tested through the pacing system analyzer. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.